Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the hex driving end of the device fractured off, rendering the device inoperable. The fractured tip was not returned. The device was manufactured in 2009 and shows signs of extensive wear / usage. The medical investigation concluded that this complaint from the united states reports a screwdriver shaft broke during a surgery. Reportedly, ¿no back up was available, and no patient injury was reported.¿ also in consideration, is that this is an eleven-year-old instrument. Its care and storage are unknown. The impact to the patient was reported as no injury. The root cause cannot be concluded with certainty. The breakage might have occurred because of too much force or possibly the extensive wear of the instrument. The status of the broken pieces was not reported but as it is stated, no patient injury will not assume they are within the patient. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a surgery a reflection ball jnt screwdriver shaft broke. No back up was available, and no patient injury was reported.